Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The reported complaint incident cannot be confirmed without the availability and evaluation of the complaint sample. Furthermore, a definitive conclusion regarding its cause cannot be reached.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was subjected to a laboratory bubble point test. A leak was detected at approximately 180 degrees on the non-cavity ID end. The dialyzer was then subjected to a destructive disassembly for further visual examination. Under magnification (30x), a fiber fragment was identified at the same location it leaked during bubble point testing. The fiber fragment measured approximately 2.03 mm in length. There was no other damage or irregularity noted on the returned sample. The investigation into the complaint was able to confirm the reported event.

Event description:
The customer clarified during follow-up that the sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed and noted as being an internal leak. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.